Event description:
The customer reported that the system displayed a high capacity disk failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The usb cable to the general purpose operating system board was replaced and the software was reloaded. The system was tested and operates as intended.